Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
Complaint was submitted via maude event report. It was reported that during the insertion of an arterial line into the left upper extremity in preparation for abdominal surgery, the catheter fractured from the hub. Fluoroscopy was used to confirm the position of the catheter. A 1.2 centimeter incision was made over the artery, and the catheter was removed. Fluoroscopy was used to confirm complete removal. Because direct pressure did not control the bleeding, the vessel was sutured.